Event description:
A malfunction was reported on the pump, although no notable events occurred prior, and there was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset successfully, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they acknowledged and understood.